Event description:
A healthcare worker experienced a skin contact burn that lasted two days. The cycle was completed. The burn occurred on the finger and the affected area became whitish in color and painful. The pain and whitish area resolved the following day, and the healthcare worker recovered from the burn the second day. No vaporizer plate was in place at the time of the event.